Event description:
Related manufacturer report number: 2017865-2022-01519. It was reported the right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to lead insulation damage. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.